Event description:
The serial number of the device was obtained.

Event description:
It was reported via clinic notes that interrogation of the patient's vns device revealed that the output current is 1 ma, signal frequency 20 hz, pulse width 500, signal on time 30, signal off time 60 minutes, magnet current 1 ma, magnet on time 30 seconds, magnet pulse width 500. Near end of service = no. The patient's mother was concerned that these settings were not normal for patient. The patient was referred back to the neurologist for review of settings. The settings reported are indicative of a faulted system diagnostic test and it is believed that this occurred and caused a setting reset. Based on past programming history, these settings are not typical for the patient.

Manufacturer narrative:
Analysis of programming history.

Event description:
Programming history was reviewed and it was found that a faulted system diagnostic test occurred on (B)(6) 2011 which changed the patient's settings. A final interrogation was performed after this diagnostic test which showed the changed settings; however, the settings were not adjusted within the same visit. Upon the next visit on (B)(6) 2011, the patient was seen again with the faulted settings and the parameters were changed.